Event description:
Monopolar cord was used from cys wolf bipolar/monopolar resectoscope tray. After plugging cord in and attempted to use cord sparked. A break in the cord was noted upon careful inspection. Case paused to get new tray for cord. New monopolar cord was obtained to continue procedure.